Event description:
It was reported that the patient had no stimulation sensation and there was a loss of therapeutic effect. The patient was reprogrammed by a relative the day prior to the report so the patient was feeling stimulation again because it wasn¿t working. When the relative left that day the patient was feeling stimulation. At some point in the middle of the night the patient stopped feeling stimulation and had not felt it at all on the day of the report. The patient had the stimulation on as high as it would go. The patient had a lightning bolt going through the icon on their patient programmer. The patient was on 2.6v at the beginning of the report and the stimulation was increased to 3.0v and the patient was still not feeling stimulation. The device had not been stopping the patient from urinating and this issue had been present since the implant. It was controlling the patient¿s frequent urination at 1.5 yesterday and the patient was feeling stimulation but now it was not controlling the symptom. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0fs1u, implanted: (B)(6) 2014, product type: lead. (B)(4).